Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, patient underwent cervical spine fusion surgery in which rhbmp-2/acs was used. Patient alleges unspecified injury due to the use of rhbmp-2.